Manufacturer narrative:
(B)(4). The customer returned one 2-lumen hemodialysis catheter for analysis. Signs of use in the form of biological material were observed on the catheter body. No defects or anomalies were observed on the returned catheter. The report of a kinked catheter was not confirmed through complaint investigation. No defects or anomalies were observed on the returned catheter. The catheter met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings. Based on the evaluation of the sample received, no problem was found on the catheter. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "when advancing the catheter over the guidewire, the catheter could not be inserted smoothly and kinked. The catheter was unusable. After replacement, the puncture was successful. There was no reported patient harm or consequence."